Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial #: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial #: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 22-oct-2014, UDI #: (B)(4). Product ID: 3777-45, serial/lot #: (B)(4), ubd: 23-feb-2015, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported the patient has not been able to charge her battery for quite some time. When she sat down to charge on (B)(6) 2019, she was unable to charge or read her battery. The patient had been non-compliant. The manufacturer representative (rep) attempted antenna locate twice with success charging the second time. The device was charged and then interrogated and found to be over 8 years old. Impedances were checked and 9 out of 18 electrodes had open circuits. The patient was referred to their healthcare provider (hcp) to further assess the lead issue and for battery change. The patient was to make an appointment with their healthcare provider (hcp) and let the manufacturer representative (rep) know when the surgery was scheduled. No patient symptoms were reported. No further complications were reported/anticipated.